Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2024. It was reported that after spaceoar vue placement the physician observed that there was some spaceoar vue in the patient's rectum. The magnetic resonance imaging revealed that the hydrogel was nearly entirely embedded in the rectal wall, with the upper portion appearing to be appropriately positioned. No patient complications were reported as a result of this event. The patient's radiation treatment was delayed, the plan is to wait until the hydrogel gets reabsorbed. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.